Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical germany evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including full functional testing and defib stress testing without duplicating any malfunction to the device. Review of the log did see evidence of the reported problem but does not indicate a device malfunction. The log showed a shock event that was not delivered due to the patient impedance being above the allowable range. This is not an indication of a device malfunction but an indication or poor coupling between the patient and the pads. There are multiple factors outside of a device malfunction that could contribute to this condition. Some include, but are not limited to motion artifacts, poor contact between the pads and the patient's skin, poor contact between the multifunction cable and the adapter, patient skin condition, or an issue with the accessories. This report has been attributed to poor coupling of the electrode pads to the patient's skin. The electrode pads were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.